Event description:
Healthcare professional reported injecting a patient off-label in the lips with juvéderm® vollure¿ xc. The patient experienced ¿late onset inflammation and nodules.¿ the patient was treated with rounds of dissolve treatments, antibiotics, and prednisone. Event status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "late onset inflammation and nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.